Event description:
Customer was hospitalized for high blood sugar levels. It was indicated that the md will not release the customer from the hospital until the pump is replaced. At the time of the call, the pump was giving the low battery alarm. While the spouse was taking the battery out of the pump, the battery cap was damaged. Now, the customer is unable to replace the battery and troubleshoot the pump. At that time, the spouse was advised that a replacement will be sent.